Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
I was reported that the cylinder of this inflatable penile prosthesis (ipp) had an aneurysm and the pump did not work properly. As a result, the device was explanted and replaced. No patient complications reported.